Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer's caregiver states that the customer feels well and requires no medical attention. The customer's expected blood results are 96-110mg/dl fasting. Verified the strips expired 9/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 149mg/dl and 151mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 61mg/dl; 62mg/dl; 68mg/dl. The customer care taker called on her behalf complaining that the trueresult meter read too low comparing to another manufactured device. Customer explained that the concern arises because the customer is insulin dependent on a sliding scale. Adverse event not reported.